Event description:
Radiation burn, internal and external, following mammosite radiation. Surgeon had implanted catheter and balloon and infused with water. He did ultrasound to insure adequate tissue margins. Radiation oncologist infused balloon x2, followed by 2ct's, without consulting surgeon, prior to starting the 5 days of radiation. Eschar formed and was removed 2 months later by surgeon. Lumpectomy/radiation site had not healed at all. Was extremely red and had a large area of necrosis. Had large amount of serous drainage. Site was extremely sore and painful. Surgeon stated this is a burn and healing would take 6 mos. To 1 yr. Treatment consists of packing site with gauze/dakins sol. 2x daily. Still under surgeon's care and healing slowly. I do not know if this was caused by human error or device. Concern is that this may happen often or that it may occur and not be reported. I was not informed of risks prior to treatment. Mammosite, being a relatively new procedure, has no data available on long term results or complications which could occur later as a result of this complication. Cytec is the manufacturer of this product I believe.